Event description:
It was reported that the patient received 14 inappropriate shocks, and pacing impedance was increased/high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned. Other: it was reported that the patient received 14 inappropriate shocks, and pacing impedance was increased/high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine" following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, shock, inappropriate.